Event description:
The reporter stated that she did back to back blood glucose tests, using different fingersticks, and got results of 224, 55 and 141 mg/dl. She did not have symptoms. It was determined that the penletthe reporter had been using had a weak spring and was replaced. On followup, the reporter stated that she did not compare the confirmation dot to the color chart, and control solution (test) was out of range, but no numbers were available.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8